Manufacturer narrative:
Information contained in this report was previously submitted through psr on 11/05/2021. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Physician reports rupture. This record relates to the left side.